Manufacturer narrative:
Inratio precision data provided by end-user: 2006: first test inr = 3.4, second test inr = 2.8, mean = 3.1; sd = 0.42; %cv = 13%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: 2006: first test inr = 3.4, second test inr = 2.8.